Event description:
It was reported that during a recanalization procedure, helix allegedly broke during the removal. It was further reported that the helix became disconnected and snare was used to remove the helix. There was no reported patient injury.

Manufacturer narrative:
The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending for return. The investigation of the reported event is currently underway.

Event description:
It was reported that during a recanalization procedure via femoral artery, helix allegedly broke during the removal. It was further reported that the helix became disconnected and snare was used to remove the helix. There was no reported patient injury.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: b5, g3. H11: d4 (medical device catalog number), e1, h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.